Event description:
The reporter called and alleged discrepant results on the device when compared to the lab on three patients. The reported device result to inrs were 8.0/2.8, 1.1/1.9 in 10/06, and 4.1/2.3 o 10/06. No treatment was given to the patients. The device was replaced and requested to be returned for evaluation.

Event description:
The reporter called and alleged discrepant results on the device when compared to the lab on three patients. The reported device result to inrs were 8.0/2.8, 1.1/1.9 on 10/09/06, and 4.1/2.3 o 10/16/06. No treatment was given to the patients. The device was replaced and requested to be returned for evaluation.

Event description:
The reporter called and alleged discrepant results on the device when compared to the lab on three patients. The reported device result to inrs were 8.0/2.8, 1.1/1.9 on 10/09/06, and 4.1/2.3 o 10/16/06. No treatment was given to the patients. The device was replaced and requested to be returned for evaluation.